Event description:
It was reported the patient experienced ineffective stimulation in managing her tremors. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead resulted in ineffective stimulation.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 8278930.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction d2: common device name added. Correction d10: burr hole caps added. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.